Event description:
On (B)(6) 2012, the patient contacted animas and reported that the keypad buttons had become unresponsive after swimming. The patient reportedly wore the pump outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. Evidence of moisture was visible behind the screen. During testing, the pump was unable to boot up to the 'verify' screen, and the buttons could not be tested. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a crack between the sealing and display lens. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A leak test was performed and revealed a leak in the case seal. Moisture corrosion was found inside the unit on the power circuit and the keypad connector.